Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported on (B)(6) 2022 during a vbs (th10-l2) for treating l1 centrum fracture and sequential polytrauma, the surgeon started to apply the cement through the cannula at th10 after 12 minutes passed since cement mixture started. However; the cement started hardening earlier than expected. The cement did not pass through the cannula. The procedure was completed with replacements. There was no surgical delay. No further information is available. This report is for one unknown biomaterial - cement. This is report 1 of 1 for complaint (B)(4).